Event description:
The device was explanted and replaced.

Event description:
Healthcare provider called to report a left side intracapsular rupture confirmed via MRI. The device was explanted.

Manufacturer narrative:
Device evaluation: opening, crease fold, wear abrasion, stress marks underweight. A microscopic analysis was performed which one crease sharp in the anterior. Based on the device analysis the final assessment is: -a crease sharp in the anterior side assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider called to report a left side intracapsular rupture confirmed via MRI. The device remains implanted.